Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device recorded two signal artifact monitor (sam) episodes due to oversensed noise related to the minute ventilation (mv) feature signal on this right atrial (ra) lead. The ra lead impedances were reported to be high out of range measuring greater than 2000 ohms during the episodes. The mv feature was deactivated. The health care professional (hcp) reported that the patient had recently underwent an atrial fibrillation (af) ablation procedure. Ts discussed programming options with the hcp. No additional adverse patient effects were reported. At this time, the ICD and ra lead remain in service.